Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagsla needle hub separated. The following information was provided by the initial reporter: customer reported she had a problem with the syringe. When using it yesterday (29/11) at night, when removed the shield, the needle got attached in the shield.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of 1 loose 0.3ml bd insulin syringe were provided. The customer reported when removed the shield, the needle got attached in the shield. The photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# (B)(6). All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagsla needle hub separated. The following information was provided by the initial reporter: customer reported she had a problem with the syringe. When using it yesterday (29/11) at night, when removed the shield, the needle got attached in the shield.